Event description:
It was reported " iab would not inflate at the distal 1/3 as shown on fluoro. Doctor aspirated and tried to inflate iab with syringe and it would not inflate. Another iab was placed and it worked fine". The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for the "iab did not inflate" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing, the iabc bladder inflated and deflated completely with no alarms noted. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab would not inflate at the distal 1/3 as shown on fluoro. Doctor aspirated and tried to inflate iab with syringe and it would not inflate. Another iab was placed and it worked fine". The patient condition is reported as "fine".